Event description:
It was reported that the cable connector is not working on the programmer and it was unable to be used to perform electrocardiograms (ECG). It was also reported the patient ECG cable has noise and can not be used. Followup indicates the issue involves the connection in the programmer to the patient cable. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. System fan out of mechanical specification. Keyboard is missing screws. Stylus is damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. System fan out of mechanical specification (noisy). Keyboard is missing screws. Stylus is damaged.